Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible a mal position occurred which would prevent suture release from the bearing or there was an interaction of the foot with tissue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a diagnostic heart catheterization procedure using a 6f sheath. Reportedly, when attempting to retract the device, it was stuck despite foot being completely retracted. The suture was presumably stuck on the suture bearing preventing removal of the device. The physician broke the suture, freeing the device. Manual compression was held for about one hour however; hemostasis was not achieved and a hematoma formed. Access was obtained through the left common femoral artery and a stent was placed to achieve hemostasis and treat the hematoma. Due to the issues with the prostyle device and vessel closure, a clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.